Event description:
Ge carestation 650 anesthesia machine did not release positive pressure during spontaneous breathing in spontaneous mode. Crna had to manually release pressure by removing the bag. This is the 3rd ge carestation 650 at our hospital that has had this happen. Serious barotrauma could easily occur. I do have a video. Patient code: 4580. Device code: 3012. Reference reports mw5182171, mw5182172.